Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it can be surmised that an image was not displayed because the cable unit became defective. However, the cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause attributed to a broken cable. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.